Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead dislodgment which noted loss of capture (loc) and high threshold. The dislodgment was confirmed through device testing. This lead remains in service. No additional adverse patient effects were reported.